Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2018-00241. It was reported the patient experienced a fall and, since the patient has been unable to adjust/increase the scs system's stimulation therapy. A diagnostic report showed multiple lead contacts with high impedance. The company representative attempted to program around the issue, but the therapy was not optimal for covering the patient¿s pain pattern. Follow up identified x-ray taken showed both leads were fractured. Surgical intervention may be taken to address the issue.